Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr). One clip was implanted with no reported issue. On 16nov2023, the patient presented with recurrent grade 4+ mr. The decision was made to treat the recurrent mr with a non-abbott device. During the procedure, it was observed under x-ray that the clip was opened to approximately 90 degrees. Per the physician, at the 6-month follow-up, the patient had mild mr, suggesting that the clip opening while locked (cowl) issue likely occurred sometime after 6-months post-implant. The physician believes an issue with the locking mechanism was the cause of the clip opening while locked. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The recurrent mr appears to be related to the procedural condition of the clip opened while locked. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital due to the recurrent mr and a non-abbott device was implanted to treat the recurrent mr. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).